Event description:
It was reported that before a colon resection procedure, when the generator was turned on and handpiece switched in, generator reported error - handpiece. Procedure prolonged 10 minutes. Another device was used to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). Eval summary: the instrument was received with the nose cone cracked. The handpiece was tested on a generator and found to be functional. However, it no longer meets design specs for continuity. The handpiece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Due to this condition, it may lead for an error code 3 to occur. Possible causes of continuity: causes that may contribute to this are pinched wires during mfg, poor soldering of wires in cable assembly, dropping of instrument, excessive bending and twisting of cable and/or connector, or end of instrument life.